Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02873. It was reported that the patient experienced ineffective therapy. In turn, the patient stopped using and charging the ipg. As such, the ipg became inoperable. Hence, surgical intervention took place on (B)(6) 2021 wherein a new lead was implanted and the original lead was left in place. Additionally, the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.